Event description:
It was reported that the pump battery was depleting quickly, the wake button was unresponsive, the touch screen was difficult to see and that the pump shut off unexpectedly. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.